Manufacturer narrative:
A ge oec service rep investigated the issue and isolated the malfunction to the power control pcb. The system was further tested and found to be operating as intended. The f1 fuse was removed and replaced to restore functionality. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system would not boot up.